Event description:
It was reported that during an arthroscopic rotator cuff repair the physician (B)(6) was utilizing a magnum2 knotless implant w/inserter handle. Upon inserting the anchor into the patients bone hole and tensioning the suture, the suture failed to tension. The physician utilized three other magnum2 knotless implant w/inserter handles and again the sutures failed to tension. The physician was required to revert to an open technique and used a competitors corkscrew metal anchor in order to complete the procedure. No complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. Reference manufacturers report(s): 9019871-2012-00453; 00455; 00456.